Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) powered down while in use. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.